Event description:
It was reported that during a gastric procedure, the clamp didn't hold on the tissue. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 05/28/2009. Info anticipated, but unavailable at this time.